Event description:
A bact/alert mb blood culture bottle (glass) was found broken in the incubator. The culture was negative for microbacterium, but was positive for enterococcus.

Manufacturer narrative:
No adverse event was reported as a result of this broken bottle. The racks were cleaned with alcohol and a 10% solution of bleach. There is a potential for an adverse event were this to recur since the spilled sample could aerosolize, significantly increasing the likelihood or organism transmission.